Event description:
It was reported that there was a connection issue between a homechoice cassette and a solution bag. The event was further described as ¿the patient folded wings with one hand and turned them to the right, but it kept spinning without stopping¿. This was observed during priming of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.